Event description:
An 85 yr old male with severe coronary artery disease underwent a percutaneous transluminal coronary angioplasty procedure. An intra-aortic balloon pump support was attempted because of the pt's critical condition. The iabp console would not autofill and support could not be initiated. Pt died. Console was checked by MFR and no problems were found. It was observed by the manufacturer's technician that both manual fill port and iab port were open to air.